Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient charged up his remote and charged the battery. When he got it running again, it said settings not available. An impedance check was performed and electrode 0-7 were all over 40,000. The patient said it was working the last time he had it turned on. This was the first time he got the settings not available. The patient said he did not fall or do anything that might cause the lead to break. The patient was reprogrammed using only the 8-15 lead. The positioning was checked, and it was off. The battery was reoriented. The rep was able to cover the pain pattern with stimulation. The issue was resolved. No further complications were reported/anticipated.